Event description:
It was reported that during an angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the left radial. The 80% stenosed target lesion was located in the moderately calcified and moderate tortuous circumflex. The lesion was predilated with a 3.5x15 nc quantum balloon catheter. This 3.50x38mm promus premier stent was selected; however, the device was unable to cross the lesion. When they pulled it out it was damaged. It looked like it was deformed on the distal edge. The procedure was completed with a 3.5x16 promus premier stent and a non-bsc guide catheter to deliver the stent. No patient complications were reported and the patient is doing well.

Event description:
It was reported that during an angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the left radial. The 80% stenosed target lesion was located in the moderately calcified and moderate tortuous circumflex. The lesion was predilated with a 3.5x15 nc quantum balloon catheter. This 3.50x38mm promus premier stent was selected; however, the device was unable to cross the lesion. When they pulled it out it was damaged. It looked like it was deformed on the distal edge. The procedure was completed with a 3.5x16 promus premier stent and a non-bsc guide catheter to deliver the stent. No patient complications were reported and the patient is doing well.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
A visual and microscopic examination of the returned complaint found that the crimped stent on the device was damaged at the proximal end. No other damage was visible along the crimped stent. It was noted that the stent struts were deformed and lifted upwards from the stent profile. The examination of the device also found that the bumper tip of the device was damaged. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon was examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).